Event description:
On (B)(4) 2013 patient reported she is not sure the infusion device is working right because her blood glucose readings are elevated. Patient stated her readings are ranging from 200-300 mg/dl. Patient's normal blood glucose reading is 120 mg/dl. Patient reported she has been self- treating by bolusing but cannot get it to back to normal. Patient stated she has to change the battery several times a day. Patient reported when she puts the battery in she gets a warning message, w2 (battery low) or something. Patient stated she would then get an e8 (power interrupt) error message, and she would confirm it and it began to work. Patient reported she is not sure if the infusion device is working right because even though she boluses to bring down her readings, the readings are not going down. Patient stated she thinks the infusion device might not be delivering enough insulin. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the infusion set, cartridge and adapter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications result pump: as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Cartridge/infusion set: since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.